Manufacturer narrative:
Date of event is estimated. Patient's weight was unavailable. Date of explant is estimated. Exact date is unknown. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient experienced ineffective stimulation from the system. Surgical intervention was undertaken in 2022 wherein the system was explanted to address the issue.